Event description:
It was reported to philips that the device displayed a co2 calibration overdue message. The engineer went on site and after calibrating the co2 the overdue message did not go away indicating a defective co2 module. There was no patient involvement.